Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging to develop sinus infections,coughing and seeing white particles related to a CPAP device's sound abatement foam.the reported information states the patient was prescribed antibiotics. The device was returned to the manufacturer's service center for further evaluation.  The manufacturer evaluated the device externally /internally and observed unknown white and black contamination (dust like) inconsistent with degraded sound abatement foam at the air input of the blower box.light film of dust-like contamination on top of the blower box. And top of the blower motor ,blower motor seal. The manufacturer found tiny gray and black unknown fibers on the blower motor seal and observed black contamiantion consistent with keratin at the air outlet of the blower box consistent ,tiny unknown black inconsistent with degraded sound abatement foam,brown and white specs of contamiantion on the bottom the blower box. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was one error (#101 err_humid_max_temp) found. The manufacturer concludes that they could not confirm the customer's allegation and the presence of degraded sound abatement foam and there is no visibility damage ot functionality failures of the device,which suggest that the source of contamination was external to the device. Section h6 health effect-clinical code was missed to capture in previous MDR,now it is corrected and updated in this report.

Manufacturer narrative:
Section h6 (investigation findings) mentioned incorrectly in the previous report (MDR 2518422-2021-02536-2), which is corrected in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop sinus infections. The reported information states the patient was prescribed antibiotics. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging to develop sinus infections, coughing up green phlegm and seeing white particles related to a CPAP device's sound abatement foam. The reported information states the patient was prescribed antibiotics. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to product problem (adverse event and product problem was checked in the previous MDR). Section b2 was made blank (previously other serious was checked). Section h1 was changed from serious injury to malfunction. Section h6 health effect- impact code was corrected.